Event description:
It was reported that the patient stated needing to talk to an expert regarding an issue related to a post operation inflatable penile prosthesis (ipp). No more information available at the moment. Should additional information become available, it will be provided.